Event description:
The customer reported that the system displayed a cine disk not available error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge printed circuit board and the connections to the cine disk hard drive were reseated. The ps2 power supply was adjusted. The system was tested and found to be working as intended and put back into service.